Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an air bubble anomaly in the reservoir and the insulin pump was not giving insulin. The air bubble was sized about a quarter of an inch. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The air bubble did not move but the customer saw drops. The air bubble was not coming out. The product will not be returned for analysis.